Event description:
It was reported that there was a perforation resulting in blood pressure decline. Surgical intervention required. Requested information on patient status. Follow-up reports that the patient had died at a later date. The death is stated as not device related.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.